Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device was properly mated with teh sheath.. The overall condition of the device was consistent with full deployment and no visual anomalies were noted. The sheath/carrier tube assembly were examined and no sleeve locking issues were noted.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when setting the anchor of the angio-seal device against the end of the angio-seal sheath, the angio-seal device detached from the sheath. The neuro radiologist stated that he was using the rocking side to side technique when setting the anchor. He agreed this was likely the cause and would change his technique to come straight back during the step. The device was re-inserted into the sheath and properly deployed without injury. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The procedure outcome was successful. There were no other devices or equipment used with the reported product. Additional information was received on 06nov2020. The procedure performed prior to the use of the angio-seal device was a neuro coil procedure. A 6fr procedural sheath was used. A pre-deployment angiogram was performed.